Event description:
Underwent depuy total disk arthroplasty in 05. Three weeks later presented to ER with severe back pain. X-ray showed implant had migrated anteriorly where it was completely dislodged from l5-s1 disc space.